Event description:
It was reported that both ports are shorting out. No patient was involved.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of "short circuit detected" error message was confirmed on both ports. Cause of errors is shorted electronic components on the main digital pcb. Burnt smell was caused by a burnt resistor and 2 shorted out transistors on main pcb. Product passed functional testing with a known good main pcb installed. Factors which can contribute to component failure are a shorted out mdu or plugging in a wet mdu connector into a port. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.